Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, no foreign body was found during examination. Patient is currently very happy and has no signs of inflammation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with conjunctival inflammation in a patient's left eye 13 days post lasik. Patient states the left eye is red and felt like something was in it. Topical steroid dosage was increased.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100 % without interruption and all laser system functions were within specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. There is no indication a device malfunction or inappropriate labeling which caused or contributed to the reported event. (B)(4).